Event description:
Reporter states, "the tibial component has been revised, because the plate had fractured."

Manufacturer narrative:
Summary of evaluation: examination results suggest that poor (cortical) support of the tray due to cementing technique or bone resorption may have led to excessive loading of the device.